Manufacturer narrative:
The ca2 reagent lot number is 771955. The expiration date was not provided. The field service engineer (fse) found some sticky springs at the rinse station, decontaminated a compromised tubing at the rinse station, adjusted the sample probe and gear pump head pressure, and replaced a reagent probe. The customer performed a hardware check and qc successfully. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. The specific cause of the event could not be determined.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 3 patient samples on a cobas 8000 c702 module. The customer questioned the low initial results which prompted them to repeat the patient samples on another c702 module. For sample 1, the initial result was 1.42 mmol/l. The sample was repeated on the other line and the result was 1.84 mmol/l. For sample 2, the initial result was 1.34 mmol/l. The sample was repeated on the other line and the result was 2.02 mmol/l. For sample 3, the initial result was 1.72 mmol/l. The sample was repeated on the other line and the result was 2.51 mmol/l.

Manufacturer narrative:
In the initial MDR, b5 should have been: "there was an allegation of questionable ca2 calcium gen.2 and mg2 magnesium gen results for 3 patient samples on a cobas 8000 c702 module. The customer questioned the low initial results which prompted them to repeat the patient samples on another c702 module. For sample 1, the initial ca2 result was 1.42 mmol/l. The sample was repeated on the other line and the result was 1.84 mmol/l. For sample 2, the initial ca2 result was 1.34 mmol/l. The sample was repeated on the other line and the result was 2.02 mmol/l. The initial mg2 result was <0.1 mmol/l. And the repeat result was 0.813 mmol/l for sample 3, the initial ca2 result was 1.72 mmol/l. The sample was repeated on the other line and the result was 2.51 mmol/l." Instead of: there was an allegation of questionable ca2 calcium gen.2 results for 3 patient samples on a cobas 8000 c702 module. The customer questioned the low initial results which prompted them to repeat the patient samples on another c702 module. For sample 1, the initial result was 1.42 mmol/l. The sample was repeated on the other line and the result was 1.84 mmol/l. For sample 2, the initial result was 1.34 mmol/l. The sample was repeated on the other line and the result was 2.02 mmol/l. For sample 3, the initial result was 1.72 mmol/l. The sample was repeated on the other line and the result was 2.51 mmol/l.